Manufacturer narrative:
(B) (4): evaluation results: death.

Event description:
Patient has a history of non-iddm. Patient's cardiac status at time of index procedure was acute mi (biomarkers positive). The patient had one lesion treated. One endeavor sprint rx drug-eluting stent implanted to prox lad. Patient was asymptomatic at 1 month, 6 month, 1 year, 1.5 year and 2 year follow-up. Approximately 27 months post index procedure, investigator reports patient death. Investigator classified death as a sudden death. Investigator provided the following narrative "telephonic follow up with patient's son, informed about sudden death of patient. Sudden onset of breathlessness followed by collapse within 20 min before reaching hospital. No event related documents." Investigator did not assess the relationship between the event and the study stent.